Manufacturer narrative:
Additional information correction: additional information was received and inadvertently omitted from the 3500a initial MDR submitted to FDA on 10/29/2019. It was reported that a small effusion was noticed at the beginning of the case by ice using the soundstar catheter. Ablation was performed in the right ventricular outflow tract (rvot) when the physician said he heard/felt a steam pop. The physician indicated that they may have applied too much contact force in the rvot area at the time. Ablation was stopped. A second ultrasound after the steam popped showed the effusion larger in size. Pericardial tap was performed, and the patient was stable and taken to his room. Additional information: on 11/7/2019, additional information was received confirming the soundstar catheter verified that there was a baseline effusion an it was the only catheter in the body when documented. The additional information has been reviewed and determined the information does not change reportability and the file continues to be deemed MDR reportable. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 10/17/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation of the right ventricular outflow tract while burning at 30 watts, a steam pop occurred. It was reported that a baseline ultrasound showed a small effusion at the beginning of the case. A second ultrasound after the steam popped showed the effusion larger in size. The physician performed a pericardiocentesis and the patient was stable. The current patient's condition is unknown. The intervention was pericardiocentesis. The physician's opinion regarding the causality of this event is unknown. It is unknown whether additional hospitalization was not required. No error messages on bwi equipment were reported. No bwi product deficiencies were reported. Since the effusion had grown larger after the steam pop, there is very high possibility it led to a serious injury.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, the catheter was connected at the coolflow pump and no alarms observed, however during the patency test the dome only irrigates the part of the surroundings and not the front part (distal) as it was occluded. Further manufacturing investigation revealed foreign material was found that blocking the dome holes from the inside. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed foreign material was primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The root cause of human tissue or fluid cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Corrections: code 3191 (not code available) has been used to represent ¿serious injury¿. Additionally, the soundstar catheter has been added to concomitant med products as it was inadvertently omitted in the 3500a supplemental follow up # 1. Manufacturer's ref. No: (B)(4).